Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that the small metal protrusion that interfaces with the nail has sheared off the insertion handle. The issue was discovered when the kit containing the insertion handle was opened at the beginning of a surgical procedure. The surgery was successfully completed. There was no surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 03.010.045, standard insertion handle). The subject device was received with the tooth of the insertion handle sheared off as complained. The tooth was not sent back for investigation, which made verification of the relevant dimensions impossible. Therefore, the device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. This lot of (B)(4) pieces was manufactured in february 2010 and we are not aware of any other complaint for this article- and lot number. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances (as previously reported in the initial medwatch report). Based on the complaint description and lack of additional information, an exact root cause could not be determined. It is likely that a loose connection between the handle and the nail caused the shearing off of the tooth. Such a loose connection can lead to a mechanical overload at the tooth as the force is only applied onto the tooth. Therefore, a tight connection between the nail and the insertion handle is elementary for the proper function of the system. This makes it important that the tight connection is checked after assembling and especially after hammering onto the construct after the nail insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.